Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was confirmed to have shorted high voltage output circuitry. An arc mark was observed on the ICD can with lead conductor metals in it. It is suspected that a lead insulation anomaly was the cause of the output anomaly.

Event description:
The patient went into a vt storm and had an alert due to possible high voltage circuit damage. The hv lead impedance measured 0 ohms. Lead insulation and ICD circuit damage are suspected. The device was explanted.